Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated a 13.2mm micl 13.2 implantable collamer lens was torn while loading and it was unknown if there was any patient contact. This was for the right eye (od). Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).